Event description:
(B)(4). It was reported that the patient had stimulation in the wrong location. The patient had reportedly been feeling stimulation in the chest area while stimulation was on for the month prior to the report. It was further reported that one month prior to the report the patient woke to back pain on their left side and felt like they were having a heart attack. The patient reportedly turned stimulation off and has had it off since that time. An x-ray was also reportedly taken two weeks prior to the report. The patient¿s health care provider (hcp) reportedly thought that the lead placement looked fine. The patient reportedly had testing by their hcp and by a manufacturer representative but they had not found the cause yet. The patient reportedly thought it was a device malfunction or mechanical issue and the patient¿s hcp reportedly thought that it was scar tissue or muscle issue causing the pain in the chest area. The patient hcp had reportedly scheduled a mylogram on (B)(6) 2014 to look at the lead wires. It was noted that patient meet with a manufacturer representative on (B)(6) 2014 for a reset. The manufacturer representative reportedly went through all the settings and the patient was still feeling stimulation in their chest area with stimulation on. It was further reported that when stimulation is on it does work in their legs but they also have pain on the left side, both hands fall asleep, and there is pain in the chest area around the left shoulder area. The ins was reportedly off at the time of the report. The patient reportedly thought that the leads were up too far because stimulation went up into their ribcage.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID ne u_recharger_acc, serial # unknown, product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).